Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated erratic troponin I (accutni) results. Customer reported that erroneous results were reported out of the laboratory. Customer reported that there was no impact on patient treatment.

Manufacturer narrative:
Evaluation method, conclusion: customer did not report this event until (B)(6) 2012. Customer did not request service for this event. Cause is unknown. This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2122870-2012-01844.